Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their external monitor picked up "extremely high episodes" that the patient believed "were life threatening", and the patient thought that they should have received therapy. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.